Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device inspection, the colonovideoscope exhibited plastic foreign material from the suction button that was stuck in the suction cylinder, and a plastic piece exited from the instrument channel. However, the customer confirmed the button broke inside the scope and they were unable to retrieve it. Therefore, they returned the device to repair to retrieve the broken button. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited plastic foreign material from the suction button that was stuck in the suction cylinder, and a plastic piece exited from the instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.